Event description:
Additional information received, indicated that there was no surgical delay. The part of the instrument that broke, was the tip of the osteotome. According to the sales rep, the product was available for return. The broken tip was thrown away by the hospital. However, they do have the handle, if a return is needed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Event description:
Ne of the cup removal osteotomes broke at the tip while trying to clear around the cup. It was part # 242214000 lot # ak0201. The broken tip of the osteotome was retrieved from the patient. The tray itself wasn't broken, just one of the osteotomes. I do not have any additional information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d2b, d4 (procode,lot,UDI) and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1 and d2.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the case one of the cup osteotomes from the cup removal instrument tray was broken however all the pieces were removed and accounted for. Doe: (B)(6) 2021. Left hip.